Event description:
It was reported that during a cardiovascular procedure, the balloon catheter would not stay inflated. The catheter was removed. Another balloon catheter was pulled and used to complete the case. There were no adverse pt consequences.